Manufacturer narrative:
(E1) initial reporter city: (B)(6). Returned product consisted of a coyote balloon catheter. The balloon was loose with contrast in the inflation lumen and balloon. The inner shaft was buckled with a hole just distal of the proximal markerband, which is consistent with interaction with the product mandrel during preparation or interaction with a damaged guidewire.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with this device. No patient complications were reported.